Manufacturer narrative:
Other, g1,2 email is: regulatory.responses@icumed.com. One device was returned for evaluation. Visual inspection revealed no obstructions, damaged, broken, or other defects. Functional testing could not replicate the reported issue; no leaks were identified. The root cause could not be determined. No further action was taken. No lot number was provided; therefore, a history record review could not be conducted.

Manufacturer narrative:
Other text: d4: lot number; expiration date is unknown; h4: device manufacture date is unknown; investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the disposable set was leaking. No patient injury. No additional information.